Manufacturer narrative:
(B)(4).device evaluated by MFR: the device was not received from analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.(B)(4).

Event description:
It was reported that the stiffening cannula was stuck over the wire. An 8f 24cm percuflex¿ was selected for use. During the procedure, on the right ureter, a ureteral stent was placed without a problem. After introducing the stent down to the bladder using an 035 amplatz with a stiffening cannula and an introducer. When trying to remove the cannula, the stent was still in place after the removal of the plastic cannula. The cannula and the wire was able to be separated outside the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.